Event description:
It was reported that while bending the rod with french benders, the rod broke. The event occurred over the back table. A different rod was used to complete the procedure. There are no reports of adverse consequences.

Manufacturer narrative:
Result: the reported event was confirmed via communication with sales representative. The device was not returned for evaluation. The lot number was not provided, therefore, a manufacturing record review could not be performed and the manufacturing date could not be determined. Fracturing of rods manufactured prior to february 27, 2017 could be related to the voids created in them combined with bending of the rod by user. Additional contributing factors include location of the laser mark during bending and higher tensile strength. Because the manufacturing date is unknown , the root cause cannot be determined conclusively.

Event description:
It was reported that while bending the rod with french benders, the rod broke. The event occurred over the back table. A different rod was used to complete the procedure. There are no reports of adverse consequences.